Manufacturer narrative:
A medtronic field service representative went to site and tested the imaging system. A system checkout was performed, but was not able to duplicate the reported issue. System is working to manufacturer specifications. No further issues reported. Software investigation concluded. This anomaly is tracked through test track 20021 and references to this case have been added to that record. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative called to report that during a case the images that were sent to the mvs from their imaging system resulted in half white images. A second spin resolved the issue. There was no impact on patient outcome.

Manufacturer narrative:
(B)(6).